Event description:
A patient underwent an anterior lumbar interbody fusion procedure on (B)(6) 2026. It was reported that during the case, the graft bolt advanced all the way through the interbody spacer. The spacer and bolt were removed, and the spacer was successfully re-implanted with a new bolt.

Manufacturer narrative:
The bolt was discarded, and the spacer remains in situ. A radiographic image was provided which shows the bolt remaining in the patient after the spacer was removed, showing that it had passed through. A review of device history records showed no manufacturing or processing related irregularities. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted. Labeling review: warnings/cautions/precautions: care should be taken in performing screw hole preparation to facilitate a proper graft bolt insertion trajectory and implantation. Confirm under fluoroscopy that the graft bolt insertion angle is as close as possible to a 40° trajectory. A shallow or incorrect graft bolt trajectory may result in encroachment of the spacer and lead to graft bolt breakage. Possible adverse effects: possible adverse effects include: initial or delayed loosening, bending, dislocation, and/or breakage of device components.